Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator provided inappropriate atp therapy for electromagnetic interference (emi). It was indicated that possible sources of emi were discussed and the patient was advised to discontinue use. The patient presented for explant procedure on (B)(6) 2020. The implantable cardioverter defibrillator was explanted and replaced. The patient was stable post procedure and will continue to be monitored.

Manufacturer narrative:
The egms were reviewed and determined therapy to be inappropriate, but was not due to device or lead issue. Interrogation of the device revealed the device was above eri when received. The device was tested on the bench. No anomalies were found.